Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead exhibited high high-voltage lead impedance. The rv lead was capped and replaced during the procedure on (B)(6) 2022. The patient was stable.